Manufacturer narrative:
Additional information confirmed that the battery depleted due to normal battery depletion, therefore this event is no longer a reportable event as the symptoms and functions performed as expected. Device code (B)(4) is no longer applicable to this event. Device evaluation code (B)(4) is no longer applicable to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information confirmed that the issues were due to normal battery depletion. The patient's relevant medical history includes urinary urge incontinence, urgency frequency, hysterectomy, and bladder suspension. No further complications were reported.

Manufacturer narrative:
Explant date set to (B)(6) 2016.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported a worsening urinary urge incontinence. Int erventions included an entire system explant/replacement on (B)(6) 2016. Interrogation or device data showed that the battery had been turning off which was consistent with battery depletion on (B)(6) 2016. There was a report that the event was related to the device or therapy and not related to the implant procedure. Symptoms included intermittent episodes of urinary urge incontinence where they felt the need to void and could not make it to the bathroom. It occurred every other week for 2-3 days per week. They could feel the device working intermittently, but not like before and sometimes could not feel it working. Interrogation of the device was consistent with battery depletion. The event resolved without sequelae on (B)(6) 2016. No further patient complications have been reported as a result of this event.